Event description:
Blood glucose measured 549 mg/dl back to back with a result of 107 mg/dl performed within 2 mins of each other. It was stated customer had no symptoms at the time of the results. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.